Event description:
It was reported that a guide wire tip detachment occurred. Three target lesions of 99%, 70%, and 95% stenosis were identified in the tortuous right coronary (rca) artery. A 185cm light support straight tip pt²¿ guidewire was selected for use and advanced to cross the target lesions. During the procedure, the distal tip of the guide wire broke off when passing the lesions. The rca branch was then pre-dilated using a 1.5x12mm non-bsc balloon catheter followed by the deployment of a 3.0x22mm stent non-bsc stent. The tip of the guide wire was noted to be stuck inside the stent due to the admar flow. The rca distal pl branch was then totally lost. Two more non-bsc stents were then implanted to complete the procedure. No further complications were observed. The rca was noted to be fully opened. The physician did not retrieve the tip fragment as the blood flow was quite good. The patient is in stable condition.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch batch and matches with the upn provided by the customer. The unit returned has distal tip damage, as part of overall visual revision. The device has the distal tip broken and bent. Overall length could not be measured due to the device condition (distal tip broken). The outer diameter (od) was measured and was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a guide wire tip detachment occurred. Three target lesions of 99%, 70%, and 95% stenosis were identified in the tortuous right coronary (rca) artery. A 185cm light support straight tip pt²¿ guidewire was selected for use and advanced to cross the target lesions. During the procedure, the distal tip of the guide wire broke off when passing the lesions. The rca branch was then pre-dilated using a 1.5x12mm non-bsc balloon catheter followed by the deployment of a 3.0x22mm stent non-bsc stent. The tip of the guide wire was noted to be stuck inside the stent due to the admar flow. The rca distal pl branch was then totally lost. Two more non-bsc stents were then implanted to complete the procedure. No further complications were observed. The rca was noted to be fully opened. The physician did not retrieve the tip fragment as the blood flow was quite good. The patient is in stable condition.

Manufacturer narrative:
(B)(4).